Event description:
It was reported that externalized conductors were seen via x-ray. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.